Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon conclusion of the investigation, the cause of the high purge pressure was not determined since neither product nor data logs were returned. Per the IFU: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58-year-old male was implanted with an impella 5.5 device for mechanical circulatory support. During support, a decrease in purge flow (pf) and increase in purge pressure (pp) was encountered. As a result of the noted issue, the pump was removed and another impella 5.5 pump was implanted for ongoing support. There was no patient harm as a result of the failure.